Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00498. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and pod packing coils (podj coils). During preparation for the procedure, the hospital staff noticed that the distal black marks on a ruby coil was pulled off of the ruby coil pusher assembly. The damaged ruby coil was found prior to use and was not used for the procedure. During the procedure, upon advancing a podj coil through another manufacturer's microcatheter, the physician noticed the podj coil was too long and decided to remove the coil. While the podj coil was being retracted, it unintentionally detached within the microcatheter. Therefore, the physician pulled the detached podj coil out of the microcatheter and completed the procedure using new podj coils, ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.